Event description:
It was reported via repair work order that the entire bed was stuck elevated and would not lower due to malfunction main control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.